Event description:
On (B) (6) 2009 the pt's husband called for assistance in changing the insulin cartridge of the pt's infusion device and reported he received an e10 (cartridge error). He stated he changed the battery. To troubleshoot, the husband was instructed to try to complete the cartridge change procedure but the piston rod stuck during the rewind and the pt's device displayed an e10. He stated the device battery cover has never been changed and was advised to change it. Courtesy battery covers were sent. He inserted another new battery from the same package and tried twice more complete the cartridge change but received an e10 both times. He stated the pt will switch to injection therapy. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.